Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history would intermittently display "no recent events" and then the pump history would eventually display. There was no reported impact to customer's blood glucose. During troubleshooting with tandem technical support the pump was functioning as expected.